Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2022. H3: investigational narrative: one labeled winding former, a needle/suture piece and one needle product code w8522 were returned to ethicon inc for analysis. This product code is double armed. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the needle/suture piece, body fluids and marks on the surface due to use were found, the suture end was cut by sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps and the functional tests could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Ans: there was no adverse consequences to patients. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Ans: during procedure. Was procedure successfully completed? Ans: procedure was completed using another j&j suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a liver transplant surgery on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.